Event description:
It was reported that during a stenting treatment procedure, a catheter fracture occurred. The highly stenosed target lesion was located in the nontortuous, moderately calcified, superior femoral artery (sfa). After successfully placing the unspecified stent, a synergy balloon dilatation catheter was used to post dilate the stent. Upon removal, a fracture occurred while pulling the device through the unspecified retrieval sheath. The physician was able to pull the device out through the sheath. There were no pt complications reported and the pt condition is reported as ok.

Manufacturer narrative:
(B)(4).